Manufacturer narrative:
Additional information was added to e4 and h11: h11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This occurred during infusion with heparin in the "cvsdu" department. The volume to be infused (vtbi) was 296cc; however, the bag remained full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.